Manufacturer narrative:
The user guide stated: the device is indicated for use with novolog or humalog u-100 insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) 600 mg/dl. Correction bolus and manual insulin injections were administered to address bg. Pump supplies were changed. Customer reported that the pump had become dented and the elevated bg started after the dent. Pump system check was performed and pump was found to be functioning as intended. However, customer maintained pump was not delivering insulin as intended. Tandem clinical diabetes specialist, considered dent to be cosmetic damage. Reportedly, customer was using fiasp insulin in the cartridge.